Event description:
Additional information indicated a surgical intervention occurred wherein the system was explanted to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead(s) and anchor site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s) and anchor(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-03946, 3006705815-2021-03947, 1627487-2021-16266. It was reported that the patient was experiencing headaches along with green discharge at the lead site. As a result, surgical intervention is pending to address the issue.